Event description:
The advocate stated, the customer's glucose was tested using her contour meter and the reading was 300 mg/dl. Her glucose was retested using another meter and that reading was 90 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.